Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited atrial tachycardia/atrial fibrillation alerts. The physician believes that the alerts were not true at/af alerts. The nurse will turn off the at/af alerts and prioritize bradycardia alerts. The patient was stable.